Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by an insurance case manager that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer had a sinus infection that affected their blood glucose. The customer was given intravenous fluids to treat. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The caller also requested a transmitter for the customer. The insulin pump will not be returned for analysis.